Event description:
It was reported that customer experienced frequent and worsening occlusion alarms over approximately two weeks, with occlusions occurring several times a day despite changing infusion sets, cartridges, insulin vials, and using different infusion sites, and that blood glucose readings were displayed as ¿high¿ during these events. No additional specific blood glucose values were provided beyond the ¿high¿ indication. Customer addressed high blood glucose by giving correction injections via multiple daily injections, changing infusion sets and cartridges, and then resuming insulin delivery. The customer continued to use the pump for insulin therapy and has a back up plan if necessary.